Manufacturer narrative:
The root cause of the damage was determined to be energy form the ac line input. Co consider, this to be and isolated incident due to not receiving a similar report over the past five years. Device labeling states that a physician should not titrate to bis values alone. Device history record was reviewed and no problems were found. The issue will continue to be trended and monitored by the complaint review team.

Event description:
Bmet reported an a-2000 emitted smoke, sparks and then a brief flame that disappeared almost immediately. This occurred in an un-occupied room. This monitor was not connected to a patient at the time of the incident.